Event description:
Opened latex-free nasal cannula. The tubing was stuck together and had a tacky, sticky, oily feel to it. Other tubing from the same box was opened and felt the same. Removed entire box from service.